Event description:
During placement of the titanium greenfield vena cava filter, the filter legs did not open upon deployment from the carrier. The filter was left in place and a new filter was successfully implanted. The pt condition was reported to be "fine."